Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that the battery retaining clip was physically damaged which caused the device to not securely hold the battery. Physio-control provided the customer with a repair quote; however, the customer declined to have the device repaired. Physio-control returned the device to the customer without performing any repairs. The root cause of the reported issue was determined to be physical damage to the battery retaining clip.

Event description:
A customer contacted physio-control to report that the battery in their device cannot be fixed securely in the battery compartment. As a result, the customer would not be able to power on the device, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that the battery in their device cannot be fixed securely in the battery compartment. As a result, the customer would not be able to power on the device, if needed. There was no patient use associated with the reported event.